Manufacturer narrative:
Date of event has been estimated. The unique device identifier (UDI) is unknown because the part and lot number were not provided. Date of implant has been estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of stenosis is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect of stenosis, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device malfunction referenced is being reported under a separate medwatch report number. Attachment article, titled "comparison of 6-month vascular healing response after bioresorbable polymer versus durable polymer drug-eluting stent implantation in patients with acute coronary syndromes: a randomized serial optical coherence tomography study.

Event description:
It was reported through a research article identifying xience alpine drug eluting stents (des) that were related to the following outcomes: malapposed struts, target lesion revascularization and in-stent restenosis. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of 6-month vascular healing response after bioresorbable polymer versus durable polymer drug-eluting stent implantation in patients with acute coronary syndromes: a randomized serial optical coherence tomography study."